Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this lead presented with a malfunction. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This ingevity lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection noted dried blood around the helix. Visual examination also noted that the helix was deformed. Due to this deformation the helix mechanism could no longer be actuated. Analysis was able to replicate the helix extension difficulties and determined they were due to the helix becoming deformed during the implant procedure. The lead passed continuity testing which indicated that the conductor coils were intact. The lead also passed stylet insertion testing indicating no blockage in the lumen.

Event description:
It was reported that during the implant procedure, this lead presented with a malfunction where the helix would not extend. A different lead was implanted. No adverse patient effects were reported. The attempted lead was returned for analysis.